Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not active in myqlink (mql). The technical support specialist identified that the patient was not active in mql and completed the activation. Once activated, customer was able to view the patient at the cabinet. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 had a drawer failure. There were no delay or adverse events or injuries reported based on this event.